Event description:
Patient presented to the physician with headaches. Physician prescribed migraine medication.

Event description:
Patient presented back to the physician with swelling and tenderness in the lower jaw and jaw pain since the implant procedure, resulting in difficulty swallowing and continued headaches. Physician prescribed migraine medication to address the pain.